Event description:
Patient reported "exchange with no complaint against the device". Later, found device was implanted after expiration date. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a6, b2.

Event description:
Patient reported "exchange with no complaint against the device". Later, found device was implanted after expiration date. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error.